Event description:
It was reported this was a venotomy closure of the common femoral vein using the pre-close technique via an 8f sheath hole prior to a mitraclip interventional procedure. Reportedly, a cuff miss suture retrieval issue]occurred with both proglide devices. It was determined that the failures might be due to the vessel issue; therefore, the sheath was upsized to a 24f sheath and the procedure was completed. Manual compression was applied to achieve hemostasis, post procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced is filed under a separate medwatch report number.